Event description:
The customer reported that the system froze/locked up. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.

Manufacturer narrative:
A ge service representative performed an on site investigation. The voltage on system power supply was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.